Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any future malfunctions occur, and they acknowledged this guidance.